Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. On (B)(6) 2025, a migration at the proximal side and an aneurysm enlargement were observed on the follow up computed tomography(CT) imaging. On (B)(6) 2025, a reintervention was performed, a type I endoleak and a type ii endoleak from lumber arteries were confirmed on an angiography. An additional stent graft was placed proximally. One lumber artery was embolized by coil, but the cannulation for another lumber artery was not successful. The physician elected monitor the type ii endoleak, and no further treatment was performed. The patient tolerated the procedure. The physician reported that there was a pronounced dorsal angulation. And the physician also reported that after the initial procedure, the patient showed a favorable course for approximately one year; therefore, it is possible that proximal migration occurred due to aneurysm enlargement caused by a type ii endoleak.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.